Event description:
Sales rep called to report that customer experienced "back-up" of tpn during infusion. Initial investigation with rn revealed that the filter occluded a total of three times. Rn reported that in one day, they experienced filter occlusion on two patients within 5 minutes. All three incidents involved tpn infusion via a central line in the nicu. Colleague pump was alarming "occlusion" and reportedly, the rns were unable to determine why there was an occlusion. After about 6 hours, nicu rn reported that the staff figured out that there was a back up of tpn coming up in line, starting at the filter. When asked if any particles were noted in the filter itself, rn reported that they did not remember. The filter was confirmed to have been below the level of the heart of the patient. Nicu rn confirmed that there was no patient injury on either of the two patients. Further investigation with rn revealed that this occlusion has also occurred with infusion of standard fluids in other incidents. It was confirmed that there has not been any patient injury.